Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer in the (B)(6) of pain and peritonitis with culture (B)(6) for strep pneumoniae in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). It was not reported whether dianeal therapy was ongoing. On (B)(6) 2012, the patient had an endoscopy procedure done and air was blown into the abdomen. On (B)(6) 2012, at the time of a follow-up call regarding the procedure, the patient was in pain. The patient was told to go to the emergency room if the pain worsened. On (B)(6) 2012, the patient went to the emergency room and was diagnosed with and hospitalized for peritonitis. Treatment rendered for the reported event was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The peritonitis was recovering.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: gd890541, gd889493, and gd888511 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.